Event description:
The customer called the company service rep to assist with troubleshooting. The customer reported that during vitrectomy there was no vacuum. Add'l info received from the surgeon stated that she had done the pt's first eye one month ago and all went well. During this surgery, however, a posterior capsule tear developed. Once she started the vitrectomy, she admitted that she was not pressing down all the way in order to engage the full aspiration function of the footswitch. She was able to complete the vitrectomy satisfactorily. She converted to ecce and implanted an anterior chamber iol with sutures.

Manufacturer narrative:
The customer cancelled the service request after troubleshooting with the company service rep. The root cause of the pt event cannot be determined in this investigation. This report was mailed to FDA on: 08/29/2008.